Event description:
The complaint received states that post smart control stent implantation in bilateral sfa (superficial femoral artery) the patient developed instent restenosis and during the procedure to treat the restenosis a savvy sl balloon had tracking difficulty through the implanted stent and was damaged in the patient. This is a male patient with medical history including peripheral vessel disease. The patient had previously undergone bilateral sfa stent implantation, there are no available details regarding the procedure(s), product information and vessel/lesion specifics. The target lesions during the procedure to treat the instent restenosis were described as mildly calcified, non-tortuous and 90% stenotic. The left target lesion was crossed with deja vu floppy guidewire and a savvy sl balloon catheter (complaint product) was delivered and successfully inflated 3 times to nominal pressure without report of difficulty. Right target lesion was crossed with the deja vu floppy. The savvy sl balloon complaint device was advanced but the distal part of balloon got caught on the stent edge and could not cross it. The device was removed from the patient without difficulty. An aviator plus was advanced through the stent edge without difficulty and was inflated successfully. As the target lesion was 30cm long, the savvy sl complaint device was delivered once again, however, it got caught on the stent edge again. The device was removed from the patient and the distal part of balloon was flattened. Therefore, the aviator plus was again advanced and the target lesion was inflated several times.

Manufacturer narrative:
The stent remains implanted, thus none of the complaint products are available for analysis. There is no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Although there is no sterile lot number information, so DHR could be reviewed, inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. This is one of two products with reportable events involved with this adverse event in which associated manufacturer report number is 9616099-2009-01812.